Event description:
Boston scientific crm received information that this right ventricular defibrillation lead caused a red alert detected through the patient's latitude programmer due to low shock impedances. The lead was investigated at a follow-up visit and a chest x-ray was performed. The x-ray revealed that the abnormal measurements were due to twiddler's syndrome. A revision procedure was scheduled and will be performed in the near future. No adverse patient effects were reported.

Manufacturer narrative:
To date, the right ventricular lead remains implanted. Should additional information become available, an amended report will be submitted.